Event description:
It was reported that during a pneumonectomy procedure, the instrument locked on the third firing. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Damaged articulation mechanism. Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with no cartridge loaded in the device. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the left, center and right the staple formation was conforming. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required spec. The mfg records were reviewed and no anomalies were found during the mfg process.